Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive on multiple occasions. Customer had elevated blood glucose levels reaching 506 (mg/dl) and moderate ketones. Customer delivered injections to stabilize blood glucose levels. Customer indicated they have a back up method for continued insulin therapy.